Event description:
A malfunction alarm described as "malf 9" was reported, accompanied by a specific fault ID. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer mentioned being unable to charge the pump at the moment but planned to attempt a reset when access to an outlet was available, with the intention to call back if the problem continued.